Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm, for 7 days, route and frequency were not reported), gentamycin injection (40 mg, for 7 days, route and frequency were not reported) and meropenem injection (500 mg, for 7 days, route and frequency were not reported) for peritonitis. One day after hospitalization, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.